Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed no pacing output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer following the patient death, analyzed, and subsequently tested out of specification. The cause of death information has been requested and not received.